Manufacturer narrative:
Additional information: g3, h3, h6. Based on photographic evidence of a damaged abs-2010-ot batch 15377937, the complaint allegation is confirmed. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as prying and leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2025, it was reported by a sales representative via (B)(4) that an abs-2010-ot iobp hip open tip procedure kit device broke and did not deploy. This was discovered during the case. Another device was used to complete the case with no patient harm.